Manufacturer narrative:
During troubleshoot via telephone, it was confirmed that everything was set-up and connected correctly. Olympus followed-up with the customer, the customer further reported the staff at the user facility has managed to resolve the reported problem. The device channel was set to ¿cysto¿ which did not set up normally. Subsequently the channel was changed to the correct channel and is now working appropriately. No device will be returned to olympus. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (oekg) service engineer was informed via telephone service inquiry that the customer high-definition liquid crystal display monitor displays ¿no image¿. The customer reported problem was found during inspection before use. The scheduled procedure was completed using the same set of equipment. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred due to the wrong channel settings. However, the device was not returned to olympus and no further information was available, so a definitive root cause for this issue was not established. Olympus will continue to monitor field performance for this device.